Manufacturer narrative:
Results: a sample was not returned for evaluation. Since a lot # was not provided for this incident, the manufacturing site reviewed all device history records for lots manufactured from january to december, 2016 ((b)( )total lots) and no abnormalities were found. Also the protector separation force was measured at the release inspection and it was confirmed all lots conformed to the standards according to the records. One lot per month (total (B)(4) lots) were sampled from the above (B)(4) lots and an appearance inspection was conducted for 50 sets/lots. No abnormalities were found. Each protector separation force was measured for (B)(4) sets/ lot (total (B)(4) lots) and it was confirmed that all samples were within specification. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(4). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
The customer reported incidences where the protective sleeve of the suspect device is either loose or falling off and not found on the needle when taken out of the package. The nurse received a clean needle stick injury as a result of the protective sleeve falling off. No medical interventions were reported.